Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 7498-66 lot# serial# (B)(4) implanted: 1999 (B)(6) explanted: product type extension product ID 3998 lot# l71335 serial# implanted: 1999 (B)(6) explanted: 2016-11-09 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the patient was going have their device replaced due to reaching end of service (eos). Impedance testing was performed with results showing 0-3 impedances were in a normal range but everything with 4-7 was greater than 4,000 ohms. It was noted the patient had a bifurcated extension which was a parallel circuit. It was suggested to try running impedances at a higher voltage and pulse width but after noting the extension being used it was reviewed that seeing impedances of greater than 4,000 on electrodes 4-7 would be expected due to using the extension. The rep. Further noted changing the amplitude didn¿t affect it and the 4-7 electrodes still looked open. A pocket adaptor was used and ¿worked beautifully.¿ post-operatively the patient had good programming success and coverage was great. Relevant medical history includes other chronic/intract pain (trunk/limbs) and spinal pain. Additional information was received from the patient indicating that there was a surgical lead revision. The leads were explanted on 2016 (B)(6) because contacts 4-7 were out. Reprogramming efforts were done; however, it did not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.